Manufacturer narrative:
Follow -up #1 submitted 2/16/2017 the device has been returned and evaluated by product analysis on 16feb2017 with the following findings: the display was dim and pink. The battery compartment was cracked compartment cracked at left side of grip pad from threads to case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On 12/26/2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.